Event description:
The customer called to report that the pump is prompting back to rewind after priming. During the call the customer informed that they had done the priming while being connected. The customer stated that the reservoir was full and now is empty. The customer checked their bg and it was low. Advised the customer to drink a coke. The customer drank a soda and fifty grams of glucose. The customer seemed a little incoherent. It was stated that a nurse was with patient and the paramedics arrived. The customer was taken to the emergency for a few hours. The customer was feeling better at the time of call. The customer was told not to connect to the pump until the next day.